Event description:
It was reported that the device had not been covering her pain site for 2 months, which was why the patient thought her leads might have migrated. Stimulation was going in a different direction. Stimulation was going in her right leg and it was not supposed to. They couldn¿t get stimulation back to the way it used to be. The patient went to the hospital on (B)(6) and met a manufacturing representative. They tried reprogramming the device and they spent 45 minutes trying to reprogram it because the patient needed adjustments for better coverage, but it was not successful. On (B)(6), it was decided that she needed to have an x-ray and she was going back on (B)(6) for x-rays. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient still had concerns with the device or therapy but was working with the health care professional or manufacturing representative. It was noted that there were appointment dates of (B)(6) 2014 and (B)(6) 2014 and a recent one of 2015-(B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.